Event description:
It was allegedly reported to resmed that an s9 autoset caught fire. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The s9 autoset device was returned to resmed for an investigation. Visual inspection of the device revealed thermal damage to the majority of the chassis as well as the humidifier, however, replication testing could not reproduce the reported complaint. Therefore, the root cause is unable to be determined. The investigation determined that there is insufficient information to conclude that the event was caused by a fault in the device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #:(B)(4).

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was allegedly reported to resmed that a s9 autoset caught fire. There was no patient harm or serious injury reported as a result of this incident.